Event description:
It was reported that a spectrum pump displayed system error 05 during biomed testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 occurred upon powering the device on thereby confirming the customer's allegation. However, further testing was unable to reproduce this condition. The issue was determined to be caused by a failing input/output (I/o) printed circuit (pcb) due to a dislodged component. The I/o pcb and shielding were replaced.